Event description:
The dreamstation auto CPAP device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device had error code e153. The additional finding was not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.